Manufacturer narrative:
Device received; visual inspection showed no damage. Review of event history log was able to confirm the customer¿s reported issue of frequent occlusion alarms. Functional testing showed that the occlusion pressure test measured and found to be within the standard, but near the lower limit. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventively the reported issue was addressed by adjusting and recalibration of the occlusion sensor. Service history show no previous repairs were noted within the review period.

Event description:
It was reported that there was frequent occlusion alarm occurs. The event occurred during patient use with no patient harmed reported.